Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary finding of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. There was no material missing from the instrument. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The broken pitch cable was attributed to a component failure. There were additional observations not reported by the site and not related to the reported issue. Signs of corrosion/contamination were found on the instrument bearings. The grip input disks bearings had orange discoloration. The root cause is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the procedure log showed the permanent cautery hook instrument (part# 470183-14 / lot# k10220512-0050) was used on (B)(6) 2022 during this benign hysterectomy surgical procedure with system (B)(4). In addition, a review of the instrument log showed this instrument was last used on (B)(6) 2022. Based on this review, the permanent cautery hook instrument was used in a subsequent procedure after the alleged event reported on this record. The permanent cautery hook instrument had 1 use remaining. No image or video clip for the reported event was submitted to isi for review. This complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the customer discovered that the permanent cautery hook instrument cable was broken. The procedure was completed with no reported injury. On 09-sep-2022, intuitive surgical, inc. (Isi) received mw5111641 stating: "robotic instrument had a broken cable, was removed from service and no parts fell inside the patient. FDA safety report ID# (B)(4)."